Manufacturer narrative:
Investigation was conducted without product - because will not returned. Attached nothing was changed in production process. Nothing unusual to report was found during DHR review. No fault found. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee. This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code - 4580. Health effect - impact code - 4648. The correct codes for this complaint are: health effect - clinical code - 4582. Health effect - impact code - 2199. Updated information received for these codes requiring for the correction. This is a follow up report to correct this code.

Event description:
In this event it is reported that unk vdw (c-pilot files c file 06(pink) 21mm ) broke during use. The outcome of this event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This event will be reevaluated, as appropriate, if additional information becomes available. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.